Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The de novo target lesion was located in the right coronary artery (rca). After pre-dilation, a 4.00 x 38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, when attempting to release the stent, the device remained in the y-key system. The device was removed and the stent struts were open. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device had difficulty advancing and it was unable to cross in the y-key system. The guide and y-key were removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The stent was damaged and bunched in particular the proximal and central struts. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum crimped stent profile was found to be within max crimped stent profile measurement. The balloon body was reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact with the balloon and stent at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the device had difficulty advancing and it was unable to cross in the y-key system. The guide and y-key were removed from the patient's body.